Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6250vi-ehxl percutaneous catheter; 5076-52 implantable pacing lead, implanted: (B)(6) 2013; su105 competitor safe sheath; 6207-d1 competitor introducer. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and no anomalies were found. The mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure from implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d) from the left side, a complication of unknown cause occurred while the physician was trying to intubate the coronary sinus ostium. The 6250vi-ehxl attain command catheter was in use with a steerable ep catheter when the patient suddenly lost blood pressure and became apneic. Resuscitation attempts were unsuccessful. Cause of death was unknown. There were no product performance allegations.